Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon at an unknown dose rate via implanted infusion pump. The adverse event overdose was reported. The date of the event was unknown / not specified. The physician did not have the patient's details such as age and any further information, so it is unknown. The physician was inquiring whether flumazenil was effective for gabalon intoxication.

Manufacturer narrative:
Upon further review, this information is related to the information pertaining to regulatory report # 3004209178-2024-14427. Please refer to this file going forward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.